Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received motor position encoder error alarm and a motor error alarm. The customer's blood glucose was 13.6 mmol/l at the time of incident. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be replaced and will be returned for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing; unable to perform a21 error test due to motor error alarms; unable to confirm e70 alarm in alarm history screen due to overwritten history file. However, the insulin pump passed displacement test, rewind test, basic occlusion test, prime test, self test and off no power test. The operating currents were in specifications. The insulin pump had minor scratches on the lcd window, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and cracked battery tube threads.